Event description:
It was reported that the atrial capture threshold increased from 2.75 v, 1.5 ms to 4.75 v, 1.5 ms. Lead dislodgement was suspected. A follow-up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.